Event description:
An aneurx stent graft system was inserted into a patient for the endovascular treatment of a 4.6 cm abdominal aneurysm. The aortic neck was angulated 40 degrees, 20 mm long, 18 to 22 mm in diameter proximally and 19 to 23 mm in diameter distally, and the distal aorta measured 27 mm in diameter. The right iliac artery was excessively tortuous, and the left iliac artery was less tortuous. It was reported that the delivery system was inserted on the right side in order to have the gate open on the left. The delivery system was unable to be advanced and ended up kinking. It was removed from the patient and inserted from the left side; however, the device could not be advanced. The physician removed the device from the patient and then inserted another aneurx device from the left side, which was able to be used to successfully complete the case. No clinical sequelae were reported, and the patient is fine. The kinked device has been received by medtronic, and the evaluation has been completed.

Manufacturer narrative:
(B)(4). Evaluation results: excessively tortuous right iliac artery. Conclusion: excessively tortuous right iliac artery. Evaluation summary: the device has been received by medtronic, and the analysis has been completed. The device was bloody. The graft was still loaded in place. The handle and back-end components were connected in place. There were kinks on the sheath at 15 mm, 95 mm, 160 mm and 175 mm from the edge of the graft cover. The sheath outer diameter at the marker band measured 0.267" (20fr.) With calipers. No abnormalities were noted on the device other than the kinks noted above, which more likely occurred during the positioning difficulties encountered in the case. Vessel anatomy is the most likely cause of the complaint.